Event description:
It is reported that the device fractured during use in a knee arthroplasty.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found that the returned device was fractured, thus confirming the complaint. DHR was reviewed and no discrepancies were found. Due to the extended life of the device, it is believed that the root cause is tied to wear and tear from general usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.